Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient experienced increasing symptoms of glare. The patient has a history of a yag capsulotomy. His posterior capsule is clear, but the lens has begun to develop multiple "crystalline appearing" deposits throughout the body of the optics. The surgeon believes these deposits are probably responsible for the symptoms. Additional information has been requested.